Event description:
Spouse of home patient (hp) reports receiving "reload set 163 alarm" during priming of the homechoice cassette, prior to initiating apd therapy. Spouse reports hp set up with new supplies and treatment was completed. No patient injury or medical intervention reported per spouse of hp. Upon evaluation of the returned sample by baxter failure analysis lab, puncture holes were noted in the homechoice cassette.